Event description:
The patient reported that, "the knee cap implanted in 2006 has become dislodged and now requires revision surgery".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.